Manufacturer narrative:
The device history record (DHR) for this manufacturing lot was reviewed and the device met all release criteria and there were no discrepancies or unusual findings that relate to the reported event. The device was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. Increased visual symptoms and inlay removal are listed in the device labeling as known potential risks. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. The inlay was explanted five months postoperatively due to intolerable visual disturbances in low-light conditions. The visual disturbances resolved after explantation.